Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented complaining of palpitations and discomfort. The physician confirmed atrial tachycardia, and provided the treatment to terminate it. Atp (anti-tachycardia pacing) was attempted by the device, however tachycardia persisted. As the patient had subjective symptoms, the doctor finally decided to perform defibrillation therapy, which successfully eliminated the tachycardia. Following treatment, the heart rate was noted to be below the programmed rate with sss (sick sinus syndrome), thus a device check was performed considering the possible increase in the pacing threshold. The electrogram (egm) showed an occasional indication of pacing failure. The atrial lead was reprogrammed accordingly. Additionally, the physician suspected a lead dislodgement the day of revision. The right atrial (ra) lead was cut and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.